Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. At the routine 45-day follow-up, transesophageal echocardiogram revealed a non-mobile thrombus on the face of the well-seated closure device. The patient was previously on dual antiplatelet therapy and was switched back to eliquis.